Event description:
It was reported an over infusion of magnesium sulfate. Per report, a bolus of magnesium sulfate was programmed. At that time the clinician verified the rate/dose change for when the bolus was complete. Approximately 15 minutes into the infusion, the clinician noted the medication bag was nearly empty (which allegedly didn't correspond with the pump output). Magnesium immediately discontinued; stat magnesium lab value drawn. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of magnesium sulfate was not confirmed or replicated during the investigation; however; it was observed the door latch pivot screw to be a third-party part and the latch assembly to be loose, this could be the root cause for the reported issue. At the time the timed rate accuracy testing was performed with the returned customer set, the suspect pump module continuously alarmed for ¿safety clamp open¿, the administration set was used with a dchu lab pump module in which the set passed the test within specification and no alarms were observed. The event was reported to have occurred on 09 january 2025. The time of the event was not reported. On 31 december 2024 at 8:56:14 pm an infusion with a rate = 50 ml and a vtbi of 275 ml was started. At 9:30:18 pm the infusion was paused, then it was restarted. At 10:17:09 pm the pump module was channeled off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris dfu (v12.1.3), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Use only bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer's own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices, leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center. Device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezel and charge to dchu. Please replace left iui. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusion of magnesium sulfate was not identified during the investigation. Previous investigation have shown that third-party parts can cause rate inaccuracies to occur. Note that this report lists imdrf annex a1801, a040502, a0401, a0404, g02017, g0301201, c0601, c07, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of magnesium sulfate. Per report, a bolus of magnesium sulfate was programmed. At that time the clinician verified the rate/dose change for when the bolus was complete. Approximately 15 minutes into the infusion, the clinician noted the medication bag was nearly empty (which allegedly didn't correspond with the pump output). Magnesium immediately discontinued; stat magnesium lab value drawn. There was patient involvement, but no harm.